Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code and fault ID, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.